Event description:
It was reported 7 days following a coronary drug eluting stenting treatment procedure; the pt experienced a thrombosis and died. In 2004 the pt arrived acutely and had a taxus express2 2.75 x 32 mm drug eluting stent placed in the left anterior descending (lad) along with two cypher stents placed in the circumflex artery. The placement of all the stents looked good. The pt was put on a regimen of plavix, asa, and integrilin. Another stent placement was planned for the right coronary artery in a couple weeks. A week later, the day the pt was to be discharged, the pt showed signs of a thrombosis including a drip in blood pressure and an irregular rhythm. The pt was then brought to the ccl where pt had EKG changes and some pain. Fluoroscopy showed a thrombus in the lad. An attempt to intervene was unsuccessful. They were unable to get a rhythm back and the pt expired. The facility reported they have no reason to believe the device caused the pt's death and will probably not be filling out a user facility medwatch.